Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025.according to the patient, the cgm was reading 400 mg/dl and the patient¿s husband was giving her insulin as treatment. However, the patient¿s cgm value never decreased. It was also reported the patient ¿kept passing out¿, had swollen legs, dyspnea, and a rash. The patient¿s husband took the patient to the emergency room (ER). At the ER, the patient¿s bg meter reading was 840 mg/dl and she was diagnosed with diabetic ketoacidosis. The patient was no longer wearing her cgm device for a comparison value. The patient was treated with an unspecified intravenous (IV) fluid, IV insulin drip and injections, antibiotics, and water. By this time, the patient was also vomiting every 10 minutes. The patient was admitted to the hospital and was discharged after approximately 48 hours. The patient was unwell, had swollen legs, and a rash at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(6). Diabetes mellitus is a known cause of diabetic ketoacidosis.